Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusions set fell off during use on event on 12-jun-2024. Tape was applied over the infusion set. Infusion set has been used for 3 days. Insertion area was cleaned, air-dried and free from hair. The blood glucose level was over 200 mg/dl. Customer replaced infusion set and resumed insulin successfully. No further information available.